Manufacturer narrative:
The device will be evaluated when it is received and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console was opening the vent valve and alarming error code 284 " air in the heat exchanger " during a case . There were no reported patient complications resulting from the alleged issue.

Manufacturer narrative:
The device was evaluated and the fluid level sensor was found to be the root cause of the reported complaint condition. The fluid level sensor was replaced and the console passed all operational verification tests.